Event description:
Patient reported right side "rupture," and "health concerns, I have alot of brain fog, fatigue, gut issues." Are not device related. Healthcare professional later reported "350c fluid collection." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, health concerns, brain fog, fatigue, gut issues, fluid collection.

Event description:
Patient reported "pain, discomfort and mental health issues" during aspirations of seroma. Device has been explanted. Cytopathology test performed on (B)(6)2022, showed benign test results.